Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4); product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received reporting that the patients weight at the time of the event was (B)(6). Additionally the patient stated that the replacement of the desktop charger (dtc) had resolved the broken connector pin, and return of pain. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation : product ID (B)(4) serial# (B)(4) product type recharger .if information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018 additional information was received reporting that the patients weight at the time of the event was (B)(6) lbs. Additionally the patient stated that the replacement of the desktop charger (dtc) had resolved the broken connector pin, and return of pain. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Concomitant medical products: product ID: 37761, serial# (B)(4), (B)(6) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) had a broken connector pin on (B)(6) 2018. The pt stated that this was the 3rd or 4th time he had a broken connector pin. The patient reported feeling pain down their back and legs. The patient was transferred to repair and the desktop charger (dtc) was replaced. No further complications were reported.